Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a handpiece presented with no phacoemulsification during a procedure. The procedure was completed after exchanging the handpiece. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was not replicated. There were no functional nonconformities with the suspected handpiece. The system and handpiece were tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The handpiece was manufactured on september 29, 2014. Based on qa assessment, the product met specifications at the time of release. The reported event was unable to be replicated. With the information received, the root cause could not be determined. (B)(4).